Event description:
Reportedly, during testing, there was an "o2 sensor" error that occurred. Upon replacing the sensor, the issue was resolved. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4).